Manufacturer narrative:
The device has been received and is currently being evaluated by the MFR. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens. During the surgery, it was noted that the capsular bag was damaged, and the lens was not implanted. Reference MDR # 1119279-2011-00037.